Event description:
It was noticed that the packaging was damaged and sterility was not given anymore.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the implant packaging of item# 47248509510 was found compromised and no longer sterile. There was no patient involvement. Review of received data: no medical data relevant to the case has been received. Due diligence: no further "due diligence" required as all required information to support the conclusion is available or was already requested. Product evaluation: visual examination: the visual examination confirms the reported event of packaging damage. However, contrary to the reported event, not the primary packaging but the secondary packaging is damaged. Review of product documentation: device purpose: this device is intended for treatment. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination related to the event. Conclusion: it was reported that the implant packaging of item# 47248509510 was found compromised and no longer sterile. There was no patient involvement. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the investigation the reported event of packaging damage can be confirmed. However, contrary to the reported event, not the primary packaging but the secondary (outer) packaging is damaged. Therefore it can be concluded that a wrong handling or transportation issue of the device has most likely led to the damaged packaging. Furthermore, there are no other complaints for this item number nor for the same lot number. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, the most likely root cause for the reported error pattern is damage during transport/storage. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.